Event description:
It was reported by the customer that a pyxis medstation es incorrect cubie pocket was opened. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was not incorrect pocket open issue, the nurse was accidenlty return the medication to external bin. A technical support specialist run the order ID query to check the order transaction to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.